Event description:
It was reported that during unpackaging of a 2.25x18 rx promus stent delivery system, the foil pouch was noted to be open. The device was not used and there was no patient involvement. A new rx promus was used in the procedure. There was no significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: factors that can contribute to an open pouch prior to use includes, but is not limited to, manufacturing, handling during distribution, storage environment, transportation method and/or handling at the account. To ensure that a partially unsealed pouch is not the result of a potential manufacturing deficiency, all stent delivery systems are 100% visually inspected, including the point where the sealed product is inserted into the chipboard box. All pouches are 100% visually inspected to ensure that all seals are completely sealed and a sampling of units is also destructively tested to verify product quality, including a visual inspection of all the packaging. Analysis noted the stent delivery system (sds) was returned coiled in the sealed tyvek pouch with no blood or contrast visible. There was no damage noted to the sds. The opened chipboard box and opened foil pouch were returned. The foil pouch was completely torn open at the top dotted lines and into a portion of the vendor seal. There was a cloudy appearance at the torn vendor seal where the foil pouch had been originally sealed. The untorn portion of the vendor seal was intact and sealed. There was no other damage noted to the foil pouch. It is possible that the product could have been removed and opened during another procedure, but had not been utilized and then inadvertently placed back into storage for use. Although a definitive cause cannot be confirmed, it is unlikely that the pouch was opened during manufacturing since the foil pouches are received from the vendor completely sealed along the two sides and the top of the pouch. Additionally, when they are first received, the pouches undergo acceptance testing prior to being released for use in manufacturing. Then, once the completed catheter is coiled, it is inserted into the bottom of the header bag and inserted into the foil pouch which is then sealed during the manufacturing process at abbott vascular. A search of the lot history record indicated no related nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.